Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the fluid detector (fd4) was leaking onto the coulter lh 750 hematology analyzer and was not making slides on the slide maker. The customer indicated that the tubing came off the front blood detector from the needle. The customer was wearing gloves, a lab coat, and prescription eye glasses during the event. There was no exposure to open wounds or mucous membranes and the customer did not seek medical attention. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse found a split in the pinch tubing below the pinch valve (vl4a). The reservoir tubing and pinch tubing through the vl4a were replaced. Repair was verified and the system was validated. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4). Please note: this report was initially submitted on 01/03/2011; however the report number was inadvertently addressed in report numbering section, which caused an error message to be received from the electronic submission gateway (esg).